Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. Checked ventilator and do pre use test and internal calibration. Perform preventive maintenance, deviation in pressure range about 3.5bar set it to required range now machine working fine ok.